Event description:
The incident was reported as: jamming. The reported defect was identified during a medical procedure. No pt injury or delay of surgery time reported.

Manufacturer narrative:
The device sample was received for evaluation. The results of the investigation are not available at the time of this report.